Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing ventriculo-peritoneal shunt treatment for tumor hydrocephalus. It was reported that, after pressing the valve reservoir, a small amount of cerebrospinal fluid was found at the end of the valve. As a result the device was replaced and the patient went through rehabilitation. The surgery time was extended 10 minutes. There was no product damage seen.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, leak, reflux and preimplantation testing. Catheter was attached to the inlet and outlet of the valve with sutures. The valve did not meet the requirements for leak, reflux, and preimplantation testing due to the damage in the casing. It is unknown how or when this damage occurred. The instruction for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ there was crystalline and proteinaceous debris on the interior and exterior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage¿ and ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no adjustment was done anytime after implantation. No activities/analyses were done on the valve after the removal from the patient prior to sending it to the manufacturer. The valve was not bathed in any chemicals or antibiotics prior to implantation. No MRI's were performed while the device was implanted.